Manufacturer narrative:
An investigation was performed for architect anti-hbs reagent lot 28248fn00. A review of tickets was performed and not identify an increase in complaint activity for the issue of falsely elevated patient results. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect anti-hbs reagent lot 28248fn00 was identified. Section g has been updated to reflect personnel changes that have occurred subsequent to the initial submission.

Manufacturer narrative:
H6 was inadvertently omitted from previous submission; this has been populated.

Event description:
The customer identified (B)(6) architect anti-hbs results which did not match with patient history for one patient. Per the assay package insert: "based on the world health organisation recommendation, an anti-hbs concentration = 10 miu/ml is regarded as being protective against (B)(6) viral infection." The following information was provided: (B)(6). Patient history on (B)(6) 2021, (B)(6) the patient is not vaccinated (B)(6) with good liver functions. No impact to patient management was reported.

Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.